Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.5/+1.0/088 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was re-positioned on (B)(6) 2015. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens.